Event description:
It was reported via phone call that the customer had blood glucose levels of 409 mg/dl. Treated with manual injection. The customer reported issues with the serter not st...

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.